Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pre syncopal episode presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status further troubleshooting could not be performed. On 9/7/ 2016, the device was explanted and replaced successfully with no complications.